Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have on blade broken at the midpoint. A piece approximately 0.071" x 0.267" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, the tip of the harmonic ace instrument broke. A fragment fell into the patient, and it was retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that all fragments were retrieved, and it was confirmed with a visual inspection. The surgeon was dissecting tissue when the issue occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The surgeon was unsure what caused the instrument/accessory to break or caused the fragment falling issue. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. No fragment fell into the patient. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not notice any other damage to the instrument after the event occurred.